Manufacturer narrative:
No similar complaints have been recorded for dp365b. DHR has been reviewed, no discrepancies noted. Sample was tested for iodine levels; product was within specifications. Device worked as expected. Complaint confirmed. No further action will be taken at this time.

Event description:
On tuesday, (B)(6) 2025, dr. (B)(6), treated a patient with iodine allergies. Upon completing the procedure, the patient inquired as to whether she used anything containing iodine, as the patient started having symptoms. He became flushed and his palms started itching.